Manufacturer narrative:
Eval results: a visual inspection of the returned product shows the lens is torn in half and a portion of the optic and a haptic is torn off. The lens haptic is stuck in the cartridge. There is a clear surgical residue on both the lens and the cartridge. Conclusion: (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the haptic stuck in the cartridge and tore off. The surgeon cut the lens to remove it from the eye. No pt injury.